Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis device was found operating in non-profile mode, although it had been originally configured as a profile station. The facility requested that the configuration be updated so the device could return to profile mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the system needed to be set to profile instead of non-profile. A technical support specialist (tss) changed from non-profile mode to profile mode. After the adjustment, the device was verified to be running successfully in profile mode. The system functioned as intended after the technical support specialist troubleshot the device.